Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the measure joules value is out of range during preventive maintenance. The device was not in use, therefore no health consequences or impact.